Manufacturer narrative:
No button error alarm noted. Insulin pump received with unresponsive act button due to corroded keypad trace. Unable to perform displacement test due to unresponsive button. Unit had broken battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window, cracked reservoir tube and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 199 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.